Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus service operation repair center (sorc). Sorc checked the device and found that the reported phenomenon could not duplicated. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the reported phenomenon could not duplicated, the exact cause was unknown. Omsc surmised that the reported phenomenon was occurred the following cause. The power cord is not connected correctly. The power cord is about to break.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that during preparation for use, the power indicator of the front panel display of the device blinked. Other detailed information was not provided. There was no report of patient injury associated with the event.